Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and failed. Performed share log review: displays a transmitter failure alert within the investigation window. The problem is confirmed because the share log displays a transmitter failure alert within the investigation window.. The reported event of transmitter failed error was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the display device showed a transmitter failed error. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a transmitter failed error. A root cause could not be determined via data.